Manufacturer narrative:
Date of event: (B)(6) 2019. Date of this report: (B)(4) 2019. Initial reporter name and address: no phone number provided. Philips field service engineer (fse) confirmed unable to calibrate the touchscreen. The fse replaced user interface assembly. Tested unit. Calibrated touch screen. Unit fully operational. Performance test per service manual. Unit fully operational. Returned to service. Repair complete.

Event description:
Customer reports touchscreen failure. No patient/user harm reported. Event date not specified; estimate used.